Event description:
Consumer complaint of high blood results. Expected blood glucose results not disclosed. Customer went into a coma after administering insulin based on high readings. Comparing blood glucose test results with truetrack meter to another truetrack meter from pharmacy, trueresult meter, and bayer meter. Back to back blood test performed with results of: truetrack meter serial #(B)(4): 506mg/dl. Truetrack meter serial#(B)(4): 507mg/dl. Trueresult meter: 309mg/dl. Bayer meter: 307 or 308mg/dl (can't remember exactly) storage of test strips not verified. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date not confirmed.

Manufacturer narrative:
(B)(4). Returned meter and tests strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference.